Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02266.

Event description:
It was reported that during an unknown orthopedic procedure on (B)(6) 2013, the small battery drive would not run in reverse or forward. The device was swapped out for a readily available spare device. No delay in the procedure was reported. The spare device was used to complete the procedure with no further problem, and no harm to the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.